Manufacturer narrative:
UDI # is unknown; no further information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient used all of her cassettes affected by the manufacturer correction when her shipment of unaffected cassettes did not arrive on time. The patient may have felt more short of breath on some days, but otherwise did not notice any other side effects. The medical doctor was not aware. No patient injury reported.

Manufacturer narrative:
Other text: no serial number was provided; therefore, a device history record (DHR) review could not be conducted. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. D3, g1, g2 email address: (B)(6).